Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient had two leads from the same lot. It was reported the patient's leads were explanted and replaced (with a single lead/different model) due to intermittent stimulation and impedance issues.